Manufacturer narrative:
Analysis identified that the cable had an open circuit. The cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The cable was returned as an associated device and tested out of specification during manufactures analysis. There was no patient involvement.